Event description:
General report rec'd of an unspecified number of undocumented incidents of leaks. On unspecified dates, it was reported that unspecified volumes of solution leaked during manual filling of the vials at the user facility. The customer contact reported the vials were being filled with unspecified concentrations of hydromorphone when solution leaked at the flange end of the injector in the vials. The vials were replaced and the filling resumed. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.